Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead had pulled back into the atrium. This rv lead exhibited loss of capture and dislodgement was confirmed thru x-ray. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.